Event description:
Pt received at least 2 custom tracheostomy tubes that are not the same as her previous trachs. The defects include the following: the angle of the cannula is incorrect: the correct cannula angles straight down right after the hub; the defective tracheostomy tubes have a longer horizontal section before it angles down. The cannula is shifted off to one side. The hub is not round, it appears to be warped. Phs checked inventory and we had one tracheostomy tube for pt on our shelf. Upon inspection, this tracheostomy tube is also manufactured incorrectly (same complaints as above). We received another tracheostomy tube today for pt, and the one received today is correct and is a separate lot number, and will be shipped out to the pt. Pt's nurse took picture of the defects. These will be sent with the defective tracheostomy tube back to the manufacturer.

Manufacturer narrative:
Investigation and results: we investigated the complained returned device and compared it with one tube from another lot number. We stated that the three defects as above described. Root cause: to find the root cause we analyzed our production method. To angle this kind of tube we use a mandrel. We noticed that the mandrel shifted off to one side. That is the root cause for the defect number 2. On the mandrel there was no marker to indicate the extent of the tube to be pushed. This could occur that the horizontal section before the angle is longer (defect number 1 above). The root cause of the defect number 3 is the packaging method for this kind of tube. These tubes are special customer tubes and are longer than our other tracheostomy mini tubes. For the other tubes we use a blister but for the special customer tubes the blister is too small. For these customer tubes we use a flexible sterile bag. This can occur that the wings of the neck flange warp a little, but this does not have a consequence on the performance and the stability of the product. Due to the high flexibility of the wings this product can be used without problem by the pt. Corrective actions: the mandrel was straightened out and marked. This should avoid the defects number 1 and 2 in the future. Concerning the packaging of the special customer tracheostomy tube we are finding a solution. The current packaging method does not impact the functionality and the security of the product.